Manufacturer narrative:
The patient ID, age, and weight are unknown. The patient was reported to be over the age of 18 years. Olympus active cord. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. No abnormalities were noted with the device riveting and welding. The returned unit was functionally tested and it performed according to specifications. Similarly, a resistance test was also performed and the unit measured within specification. The condition of the returned incident device was not consistent with the complaint; failure to deliver energy. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a polyp was removed from the cecum. Cautery settings were adjusted accordingly. When electric current was applied the device failed to deliver energy and would not cauterize. The olympus active cord was replaced with a second olympus active cord. When electric current was applied the biopsy forceps failed to deliver energy and would not cauterize. The procedure was completed with another radial jaw 3 hot biopsy forceps and the first olympus active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a polyp was removed from the cecum. Cautery settings were adjusted accordingly. When electric current was applied the device failed to deliver energy and would not cauterize. The olympus active cord was replaced with a second olympus active cord. When electric current was applied the biopsy forceps failed to deliver energy and would not cauterize. The procedure was completed with another radial jaw 3 hot biopsy forceps and the first olympus active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.